Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the system was explanted on (B)(6) 2021.